Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reports that the primary hand surgeon at this facility complained that the scissors, are not cutting. There was no pt injury. This report is being filed only because an MDR was found on 2 yr look back.